Event description:
A green button popped off from the flowtron trio pump and sparked at a nurse. The biomed person stated that there is positive and negative in the switch and the spring inside the switch makes contact with them and causes sparks.

Manufacturer narrative:
This report is being filed under (B)(4) by arjo (B)(4) on behalf of the MFR arjo (B)(4), a branch of arjo (B)(4). Upon investigation it was found that the switch actuator lens as coming away from the product as a result of a non-recommended cleaning solution (getinge tec-surf ii) being used by the customer. The solution was attacking the (B)(4) lens on the switch, resulting in the lens mountings failing causing the actuator lens to fall off the switch. The same issue was reported on MDR #1000381138-2011-00021. The MFR concludes that the product functioned as per its intended design prior to misuse by the user. A detailed list is provided in the IFU of non-recommended cleaning solutions that should not be used on this product (ref: 5129000us_01, page 11). The IFU states: the pump system should only be "wiped down using a soft cloth dampened with a mild detergent and disinfected with an epa-approved. Hospital grade disinfectant". This info was not followed. No harm or injury occurred from this incident.